Event description:
Event: (cc# 97-01048) the iab leaked. This was the only info at the time of the report. On 2/3/1998, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: none from the event - reported 9/16/1997. [Pt's curent status]: unk - rpt'd 9/16/1997.